Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, worsening heart failure, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Also stated in the IFU, a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 47 high watt alarms have been logged since (B)(6) 2016, confirming the reported event. A rise in power consumption has been logged starting (B)(6) 2016, to a peak of 11.1 w on (B)(6) 2016, outside of normal power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient had five suction alarms since (B)(6) 2016. Twelve low flow alarms have been logged since (B)(6) 2016. Forty seven high watt alarms have been logged since (B)(6) 2016. A rise in power consumption was noted to have started on (B)(6) 2016 peaking on (B)(6) 2016. The patient expired on an unknown date from an unknown cause. Investigation is ongoing, no additional information provided.

Manufacturer narrative:
Based on the limited available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus; however lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. The most likely root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.